Event description:
It was reported that the insulin pump alarmed an error. The customer's blood glucose was unknown. The insulin pump was replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test, due to loose and protruded drive support disk. Unable to confirm history anomaly, due to constant prime alarms. Insulin pump had a cracked reservoir tube lip, cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.